Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after the patient was struck by a baseball, the right ventricular (rv) lead alerted for measured high pacing impedance. A replacement was attempted, but they found the vein occluded. Currently, the lead remains in use. It was later reported that the patient complained of chest pain from the "broken lead." Additionally, the implantable cardioverter defibrillator (ICD) device was reported with a high voltage problem when it experienced a power on reset (por), which stopped capacitor charging and resulted in loss of telemetry. An electrical reset occurred both times the clinician tried to charge the capacitors. The resets were cleared and the device was restored to normal settings. The device remains in use, but the patient was referred to another facility for extraction and planned replacement of the lead and device. It was later reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.